Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated yesterday she was outside and had bent down to grab keys and she got a painful shocking sensation in their back at the ins site. The patient doesn't know if when she bent slightly that she triggered something. The patient had to take it slow to raise up and tried to walk off, but wasn't able to move because of the pain. The patient stated this started in their back where the battery is. The patient stated the shocking pain was so bad that they had to be lifted up because she couldn't move. The patient stated her pain level is about a 6 right now and is scared this is going to happen again. No falls, trauma, or emi was mentioned. The patient was redirected to follow up with their healthcare provider (hcp) to have their device checked. No further complications were reported. No additional patient symptoms were reported.